Event description:
It was reported when the asymptomatic patient presented to the clinic for routine follow-up, no therapy was delivered due to ventricular oversensing. The lead was explanted and replaced. The patient¿s condition was good following the procedure.

Manufacturer narrative:
(B)(4).